Event description:
It was reported that during a therapeutic stone retrieval procedure, this basket broke while closing on the stone. No fragment was left in the pt. The procedure was continued with another gemini basket. The product was not returned to the manufacturer for 8 months. This event was determined reportable based on the engineering evaluation approved 13sep06.

Manufacturer narrative:
This device was rec'd, evaluated and retained by the manufacturer. The evaluation stated that a review of the device history record revealed no anomalies that could be associated with this incident. Rec'd one gemini retrieval basket wire s/a and part of the sheath. No handle, luer, or heat shrink was returned. Residue on sheath and wires indicates use. Missing components prevent any form of functional check. What components were returned are severely damaged. Basket wires are grossly bent and three are broken. The luer and heat shrink portion of the sheath s/a are missing. The entire handle s/a is missing. Microscopic examination of the broken ends of the basket wires show that they were broken by exposure to a heat source, presumably a laser, as evidenced by the round mass of melted metal that is on the ends of the broken wires. A lot history search was performed and found no other complaints from this lot. From the event description, it appears the issue was wire breakage when closing the basket. Investigation confirmed that three basket wires are broke on the returned components. The root cause of the broken basket wires was exposure of the wires to a heat source, presumably a laser. User technique and/or pt anatomy may have contributed to this event. However, we are unable to determine the relationship between the device and the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope. Warning: this device must not come in contact with any electrified instrument."